Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2022 as no event date was reported. Medical device problem code a0401 captures the reportable event of pull wire broken.

Event description:
It was reported to boston scientific corporation that a one step button pull kit was used during a gastrostomy procedure. It was reported that there was a case in which the loop attached to the tip of this device was torn. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.